Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, resistance was felt during insertion and the physician felt the device curl up but still decided to deploy it. There was bleeding and it was thought that the device damaged the vessel. Manual compression was performed first to stop the bleeding and then surgical cut down was performed to repair the vessel. The evar was performed and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela; however, there was a reported clinically significant delay in the procedure or therapy due to the need for the cut down surgery. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. . The reported difficulty to insert the device and the feeling of the device curling up could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The bend was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The patient effects of vascular injury (tissue injury) and hemorrhage are listed in the electronic perclose proglide instructions for use (eifu), as possible adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are known adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.